Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl. The customer treated low blood glucose value with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were unable to describe any possible damage to the drive support cap. The customer stated that they could not able to do troubleshoot and instead of that would like to have the insulin pump replacement. The insulin pump will be returned for analysis.